Event description:
Failure of a spinal cord stimulator to produce any stimulation resulting in severe pain and disability. The pt had to undergo add'l surgical procedure. The explanted electrodes lost isolation and showed signs of corrosion.